Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that two hours post implant, the device stopped pacing. A new device was placed with no further problems.